Event description:
Boston scientific received information that during a normal follow up visit, it was noted that the left ventricular (lv) lead had loss of capture (loc) and pacing impedances were greater than 2000 ohms. The thresholds were also not optimal. Boston scientific technical services (ts) was consulted and suggested a chest x-ray be taken to determine lead viability. The device was pacing in the right ventricle as a result and programming changes were made to alleviate that. The lv lead and device remain implanted and no intervention has been done at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned fractured in two segments approximately 44cm from terminal pin. Detailed analysis of the distal end of the returned terminal segment showed a slight bend where all three lead coils were fractured. The noted lead frature likely caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this left ventricular (lv) lead is no longer in service. There were no other complications reported while the lead remained in service. A portion of the lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.